Event description:
While using the vaginal prep stick the sponge portion came off and remained in the vagina. Had to be removed by hand.while using the vaginal prep stick the sponge portion came off and remained in the vagina. Had to be removed by hand.